Event description:
A surgeon reported a pt with an unexpected refractive outcome following an intraocular lens (iol) implant procedure. In a f/u, the surgeon reported that the iol did not cause or contribute to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).